Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the insulin pump was not turning on and customer used manual injection. The customer¿s blood glucose level was unknown at the time of the incident. The customer was complete troubleshooting with regards to the insulin pump not turning on. The insulin pump will not be returned for analysis.